Manufacturer narrative:
Manufacturing site evaluation: the instrument was bent while in use. The rivet is sheared off and the jointing panel is bent. This happens only due to mechanical overload. There are no hints for product nor material failures. No corrective or preventative action required by OEM.

Event description:
County of complaint: (B)(6). Movement of forceps not smooth. The jaw broke and the pin of the jaw fell out.